Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly four months after the implant was placed in ada site 30 of the patient's mouth, non-osseointegration was observed. Patient presented with type iii bone. The clinician noted primary stability was achieved and the implant was not covered in bone. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or operative/post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticied that the item recieved is diferent from the item reported.

Event description:
The clinician reported that nearly four months after the implant was placed in ada site 30 of the patient's mouth, non-osseointegration was observed. Patient presented with type iii bone. The clinician noted primary stability was achieved and the implant was not covered in bone. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or operative/post-operative complications.